Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the ligasure vessel sealing device (jaw lap lf1937 ligasure maryland 37cm), the shaft of the device was heating up and the generator was alarming for inadequate seal cycle, prompting instructions to regrasp tissue. Additional issue included inadequate or partial sealing despite evidence of energy delivery and end tones being heard. There was no excessive bleeding, and the bleeding occurred approximately 90 minutes into procedure and stopped once device was replaced. The device was plugged into a vlft10gen generator, and another ligasure device was used successfully with the same generator. The jaws of the device were cleaned very frequently during the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a clip/staple in the knife track. Functional testing found that the product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device produced re-grasp alarms during activation. The metal object in the knife track interrupts the seal cycle. The metal object in the knife track is consistent with the user inadvertently closing the jaws on a hard/metallic object. A metal object in the in and around the jaws will result in alarm activations and difficulty with activating the device. No electrical or wiring issues were found. It was reported that the de vice was not sealing completely and had excessive heat. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device had alarm activation issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.